Event description:
A serious, us, spontaneous report from a female consumer. Age not provided. Initials anonymized. Medical history and concomitant medications were not provided. Consumer reported use of dr. Scholl's for her, 16-hour insoles. Dates of product use not provided. The consumer reported that not only were these insoles uncomfortable, but that she experienced "nerve damage." She stated her toes went numb and have been numb for months. She received treatment by her chiropractor and stated, her toes are still numb and that she may have to by treated by a neurologist. No further info was provided. Dechallenge/rechallenge info not provided. Dose, frequency & route used: unk. Diagnosis for use: unk indication.